Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump battery was depleting quickly resulting in pump shutting down. It was reported that the customer experienced an elevated blood glucose (bg) level ranging 120-600 mg/dl. Cause was not due to pump shutting down interrupting the insulin therapy. A correction bolus was delivered to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.